Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak of aortic components and additional endovascular procedure complaints are confirmed. The aneurysm enlargement complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The superior margin of the main body stent was positioned within an area of infrarenal angulation, which could have caused poor apposition contributed to a type iiia endoleak; however, this could not be conclusively determined. The superior margin of the main body stent was positioned within an area of infrarenal angulation, which could have caused poor apposition contributed to a type iiia endoleak; however, this could not be conclusively determined. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately five years post initial procedure dual antiplatelet therapy (dapt) was initiated. The aneurysm had shown a slight tendency to enlarge, but it rapidly expanded due to dapt. Examination confirmed a type iiia endoleak. The physician elected to perform an additional endovascular aneurysm repair (evar). Two gore cuffs (non-endologix) were placed at the junction. After balloon touch up the endoleak was resolved and the procedure was completed. The patient¿s final status is unknown.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.